Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the vessel sealer extend instrument associated with this complaint and completed investigations. The instrument was found to have a grip ring dislodged. The instrument was placed on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips did not open. The dislodged grip ring likely caused the grips to not open. The grip open lever was not functional. The grip ring moves freely up and down grips the grip drive adapter. Additionally, the instrument was found to have a grip ring screw dislodged. The grip ring screw was found attached to the magnet inside the housing. As a result of the grip ring screw being dislodged the grip ring was dislodged. The instrument exhibited imprecise motion during gripping and ungripping. The grip tips moved within the joint limits and in the commanded direction, however a lag or delay in the motion that was observed. The jaws failed to open properly on command. This is as a result of dislodged grip ring and ring screw. Additional findings not related to customer reported complaint: the instrument was returned with the powercord cut off. Visual inspection did not reveal any thermal damage or signs of "melting". The probable root cause is attributed to the manufacturing process.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend jaw was not responding to the surgeon's movements. The customer completed the procedure with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the issue occurred when surgeon¿s head was inside the surgeon console¿s high resolution stereo viewer. The movements of the surgeon scale were appropriately to the instrument. The jaws would not open when surgeons hand was directing them to open. The device was inspected prior to use. The timing of instrument movement was appropriate. There was another instrument was used to complete the procedure. The probable root cause is attributed to improper manufacturing step pertaining to the assembly of the grip ring and ring screw.

Event description:
Refer to h11 for follow-up information.